Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that components were missing in the package. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was confirmed. Visual inspection of the returned product determined that the product is not in the bag, and the packaging is sealed. Review of the device history record for this part identified no deviations or anomalies. Review of complaint history determined that no further actions are required. The root cause of the reported issue is attributed to a manufacturing deficiency associated with trained operator error as the non-conformance was not identified prior to release from the manufacturing site. Corrective and preventive actions have been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.